Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 11-jul-2018 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked from threads to the case seal. There was evidence of moisture visible inside the battery compartment. A leak test revealed a battery compartment crack. The pump was opened and moisture was observed on printed circuit board components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (damaged cap and case with moisture) issue. The reporter alleged the battery compartment and cap was damaged with moisture present. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.